Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the reported lot as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed no leak. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported similar events for other devices. See MDR numbers 1118880-2016-00019, 1118880-2016-00020, 1118880-2016-00041 and 1118880-2016-00042 for details. The reported complaint was confirmed, however the exact cause of the reported event cannot be determined. A formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00039 to provide the sample evaluation results.

Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the procedure being conducted was for diagnostic heart cath, there was no intervention reported; the device was leaking around the valve when the wire or catheter is introduced, when it's the device only it does not leak; blood loss was under 10cc; and there was no patient impact.